Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's lead stopped working. Patient reported they were working with their hcp to get this replaced. Patient reported this stopped working a few weeks ago. No symptoms reported. No further complications were reported/anticipated.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that they first noticed the lead had stopped working in (B)(6) 2018. The patient had met with a rep, who had interrogated the patient's device. The reps equipment showed that no electrical signal was going to the lead for their left side. No actions had been taken yet. The patient was waiting for their doctor to provide a date for surgery, at which time they will troubleshoot or replace the lead on their left side. No further complications were reported or anticipated.

Manufacturer narrative:
Product ID: 3487a-56, lot# v546768, implanted: (B)(6) 2011, explanted: (B)(6) 2018, product type: lead. Correction. Ins serial number updated to the correct serial number ((B)(4)) for system reporting. Mfg site ID for this ins is (B)(4). Lead info updated as well to reflect the correct lot# of the lead that broke and was replaced and discarded (lot v546768). No complaints were reported on the other two leads: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009. Product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via a rep on february 11, 2019. It was reported that the lead that was replaced was discarded and will not be returned for analysis. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the there was a broken wire that was replaced. Sn of the broken wire is unknown but it is a (B)(4). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the lead failed in early (B)(6). Additional information was received from the manufacturer's representative. It was reported that all impedances were over 10k and patient felt no stimulation when increasing amp to 10. Patient is scheduled for a revision on (B)(6) 2018.